Manufacturer narrative:
(B)(4) follow up. It was reported that impurities were observed in the syringe following the use of a purple 18g needle. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, four photographs were submitted for review by the quality team. The images depict a needle assembly with a yellow hub attached to a syringe, along with the packaging of the eylea product. The syringe appears to have a white speck. Based on the photograph provided, it is unclear whether the speck is a result of light reflection or a foreign particle on the syringe barrel. No additional information could be obtained from the photographs. A device history record (DHR) review was completed for the provided material number 305211, lot 1336509. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported symptom could not be confirmed. Without access to the physical sample for analysis, a definitive root cause could not be determined.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: foreign matter. Event details: received email from business, hospital reported that on (B)(6) 2025, during the injection of eylea (aflibercept 2. 0mg) to a patient, while rod-shaped foreign matter was discovered in the medication solution. This medication cannot be used for injection. The email included photos of the medication and syringe with foreign matter. Currently the medication package, vial and syringe needle are kept at the hospital the quality issue has been reported; please assist in reporting and resolving the issue. Email received of describing the injection process: the operating physician extracted the medication using the purple 18g needle included in the medication kit, discarded the purple needle, and replaced it with 30g yellow needle. When preparing the expel the excess fluid, it was found in the 1ml screw-top syringe unknown impurities (lightweight, resembling cotton, fluff / fluff, approximately 1-2 millimeter in size, not a white plastic rod, floating slowly with the medication). Therefore, the photo was taken immediately before administering the injection after removing the purple needle, and the yellow needle was not used. Small defects can be seen on the inner wall of the purple needle, suspected to be cotton fiber from filter mesh inside the 18g needle, which may have scattered into the medication.